Event description:
It was observed that during the device evaluation, the visera cysto-nephro videoscope exhibited a liquid drips from the light guide bundle, the grip is sticky, the up/down plate is sticky, and the universal cord is sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation found a liquid drips from the light guide bundle, the grip is sticky, the up/down plate is sticky, and the universal cord is sticky. Based on historical data, it was most likely that the reported malfunction was possibly due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. However, the root cause cannot be determined/identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.